Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump was unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer states that message on pump states that buttons were pressed for more than three minutes. Customer's blood glucose was 327 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.